Event description:
It was alleged through the filing of a lawsuit that on or about (B)(6) 2012 patient began having, "audible sound, specifically "squeaking" emanating from his left hip joint which worsened over time and caused public humiliation."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the alleged audible sound could not be determined from the information provided.